Event description:
The user facility reported that the an electrode loop broke inside the pt during an unspecified type of procedure. The user facility reported that it was unclear if all parts of the device have been retrieved. No further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the report, and was informed that the procedure performed was a therapeutic transurethral resection of prostate (turp). The user facility staff reported that the procedure was completed using an unspecified model of a new loop electrode. In addition, the user facility have reported that no device fragment have been identified inside the pt. The device referenced in this report was report to be in transit to be returned to olympus for eval. The exact cause of the user's report could not be conclusively determined at this time. Following completion of the eval, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Olympus america inc. Is filing mdrs on behalf of gyrus acmi and olympus medical systems corporation. Gyrus acmi registration numbers (B)(4). Exemption number (B)(4).